Manufacturer narrative:
The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). The customer service engineer (cse) upgraded the software to the current revision and performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the manufacturing specifications.

Event description:
Covidien received information stating that an 840 ventilator had an inoperable graphical user interface (gui) display while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. There is no report of patient injury associated with this event.